Manufacturer narrative:
The investigation reviewed the calibration performed on 02-aug-2024 and qc results on the date of the event; the results were within specifications. The investigation reviewed the alarm trace; no issues were noted. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter received questionable elecsys troponin t g5 stat results from two patient samples tested on the cobas e411 rack. Sample 1 the physician requested a rerun of the patient sample as it did not match the previous result. The initial result from the analyzer was <6 ng/l with a data flag. The first repeat result from the analyzer was 57.03 ng/l. This repeat result was deemed correct. The second repeat result from a second system was 55.46 ng/l. Sample 2 the initial result was not reported outside the laboratory as it was lower than expected. The initial result from the analyzer was 16.05 ng/l. The first repeat result from the analyzer was 57.05 ng/l. The second repeat result from a second system was 55.95 ng/l. This repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The customer replaced the reagent pack which was running low. On the field service engineer's (fse) first service visit, he inspected the analyzer and determined the slightly bent bead mixer and foam accumulation in reagent packs with a low volume of bead buffer due to speed overdrive had caused the event. He then replaced the tubing in the sipper flow path and checked the sample/reagent (s/r) tubings and the voltages via the voltage monitor. On the fse's second service visit, he replaced the bead mixer, belt, and sipper probe. He performed all software adjustments for the s/r probe, bead mixer, and sipper probe and performed a bead mixer check. He verified the analyzer's performance by an instrument check. The investigation is ongoing.